Event description:
It was reported to philips that the customer request a quotation for therapy pca and on-site service. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This pca was returned to philips bench repair center "request a quote for intervention". This was not verified in lab testing. The therapy pca passed all tests during op check and performed as expected. Therefore, there is no fault found (nff) with this therapy board.